Event description:
Using st. Jude medical ep-4 cardiac stimulator to provide rv pacing. Technician operating device intended to pace rv at 1000ms. The tech operating the device entered 100ms, in error and delivered pacing. The error was recognized and pacing was terminated. No harm was suffered by the patient. It would be ideal if a limit could be set on the stimulator which would not allow pacing to delivered at rates that might induce life threatening arrhythmias. (B)(6) has contacted abbot/st. Jude to determine if there is a rate limiting feature in the machine. Upon initial assessment there does not appear to be this patient had no reserve, and it is very possible we would not have gotten her out of vf or could have had catastrophic outcome after chest compressions in setting of fresh sternotomy and apixaban.